Event description:
New information available on 8/15/2017 states that, the device was explanted and replaced in 2015, on an unknown date. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention or patient symptoms were reported.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found. Analysis indicated device has reached eri on (B)(6) 2014. Device went into backup operation on the event date as a result of transient low battery voltage.

Manufacturer narrative:
Correction: date received by manufacturer for MFR 2017865-2015-27304 follow-up 2 should have been reported as 1/24/2018.